Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital staff member reported that during a vitrectomy procedure after the air/fluid exchange (fax) mode, there was a surge, infusion output pressure was too high and the patient experienced a retinal tear. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The hospital reported that during a 25g vitreo-retinal procedure with an unknown system, the surgeon did an air fluid exchange (f/ax). After this, he turned on the infusion and the infusion came out at such a rate that it caused a rip in the retina. Additional, related, information was requested but was not obtained. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. According to the operators manual notes the iop control mode compensates for the pressure drop caused by fluid flowing through the infusion tubing set to provide a constant iop. The iop control limit specifies up to what infusion flowrate, compensation for the pressure drop in the infusion tubing set should be applied. At flow rates higher than the set infusion control limit, iop will drop and no longer be maintained at the requested iop set point. The iop control limit is only applied when aspiration is turned off. Its main function is to reduce the fluid flowing out of the open trocar cannulas during instrument exchanges. Fax to iop control transition control is used to set an iop activation delay period (in seconds) which is activated when switching from fax to iop control mode. During this time period, non-flow compensated infusion pressure is provided at the currently selected iop pressure set point. Iop control mode is activated after the delay period has expired. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. There are numerous times during cataract surgery (incidence=0.06%-0.16%1,2), glaucoma filtration surgery (0.15%2), vitrectomy (0.41%2), penetrating keratoplasty (0.56%2), k-pro surgery, dsek, iofb removal and trauma repair when there is no infusion and the eye is at atmospheric pressure. Pars plana vitrectomy (ppv) differs from other intraocular surgical procedures in that the prolonged acute hypotony is not a predominant feature. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. The operators manual notes the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. Based on this description, likely contributor to the reported event is failure to sufficiently aspirate viscoelastic. Without additional, related information the cause of the reported event cannot be determined conclusively.¿ the system was examined. The company representative was unable to replicate the reported event of high infusion flow rate and found no abnormality with the infusion function. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 13, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).